Manufacturer narrative:
H10 d4, h4: information updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned opened. The metal of the handle indicated that the loop shaft of the loop meniscal suture had detached. The other five sutures were returned in their original state. There was no debris present. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with device design. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the loop retriever of the meniscus mender was disassembled between head and shaft when the package was opened. It is unknown if there was a delay or if backup device was available and how the issue was resolved. No patient injury or other complications were reported.